Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to treat a proximal to distal superficial femoral artery (sfa) at 70-80% stenosis. One treatment was completed at low speed and an additional treatment at medium speed. When high speed was on, the oad stopped spinning. The physician pulled the oad out, however, only half of the device was removed while the viperwire guide wire and crown fragments remained in vivo. A 5mm balloon was used to remove the crown fragment. The guide wire was successfully entrapped. The procedure was abandoned and the patient was stable.

Manufacturer narrative:
The oad was returned with the guide wire to csi for analysis. The driveshaft was confirmed to be fractured 48cm from the tip bushing. No other damage was observed on the device. Further investigation of the device revealed a stall event which confirmed the reported complaint of device stopped spinning. Scanning electron microscope analysis of the fractured filars showed evidence of fatigue which is an indication that the driveshaft was spun in a high stress environment. The total spin time during the procedure was 9.83 minutes with one driveshaft cartridge. The exchangeable oad instructions for use specifies a maximum spin time of 8 minutes per cartridge. It is unknown if the long spin time contributed to the fracture and the root cause of the damage was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Related manufacturer report number: 3004742232-2022-00193. Csi ID: (B)(4).